Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a large hemorrhagic stroke confirmed by head computed tomography (CT) scan. The patient had travelled to puerto rico, where they were eating and suddenly became unresponsive. The patient was rushed to the closest emergency department and was intubated and sedated at a different hospital in the united states. A full set of laboratory values were drawn but results were not available. No left ventricular assist device (lvad) alarms were reported at the time of the event and the lvad was functioning as expected. On presentation to puerto rico, the patients international normalized ratio (inr) was 1.7. The inr was reversed, but did not resolve the issue. The patient was being managed at an alternate vad center in the united states.